Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was noted also that the patient was in a lot of pain. The patient underwent an ipg replacement and pocket relocation procedure. The patient was doing well postoperatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.